Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remaining longevity on this device was two years. Approximately nine months later, the device had declared end of life (eol). The right ventricular (rv) lead pace/sense lead activated the lead safety switch (lss) feature. The patient with this device system reported feeling symptomatic. A revision procedure was to be scheduled.